Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6). Bg value: 20, treated with manual injection. Device platform used (sn #): mmt-1751wwka, (B)(4), mmt-923, lot# 5185693, mmt-332a, lot# hg1p25m, inquired what led up to the complaint: caller states that they keep receiving an insulin flow blocked. Caller states they have changed the set 3 times and alarms continue. Caller states that last night, they received an insulin flow blocked and bg was 20, caller treated with manual injection and changed entire set. Caller states that this morning, issue occurred again and they changed set during a bolus. Caller states that issue occurred again just now. Caller states that they disconnected and gave a bolus and insulin did go thru. Caller states that there are also air bubbles that she just noticed. Caller states that when they removed cannulas, they did not seem bent but she is not sure. Found that issue started this morning at around 4am, country: (B)(6), input date: (B)(6) 2017, warranty start: 08/02/2017, warranty end: 08/01/2021, batch - ng1312816h.